Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in the united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 for permanent sterilization. Shortly after the procedure, she began experiencing abdominal pain, heavy bleeding, severe menstrual pain, and back pain. She was prescribed vicodin. Additionally she began experiencing symptoms of depression, fatigue, weight fluctuations, pain during intercourse and severe migraines (she had no history prior to essure). In (B)(6) 2014 she learned she was pregnant, years after she was implanted and after she underwent a hsg (hysterosalpingogram) to confirm blockage. In (B)(6) 2014 she suffered a miscarriage when she was approximately eight (8) weeks pregnant. On (B)(6) 2014 she underwent a hysterectomy and essure was removed. Company causality comment: this spontaneous case report refers to a female plaintiff of unspecified age who, shortly after had essure (fallopian tube occlusion insert) inserted, experienced abdominal pain and heavy bleeding. Approximately two years later, plaintiff learned she was pregnant and she suffered a miscarriage when she was approximately eight (8) weeks pregnant. After the miscarriage, she underwent a hysterectomy with essure removal. All events are anticipated, except for miscarriage, which is unanticipated in reference safety information for essure. Pelvic pain and abnormal bleeding / menses pattern changes may occur during essure therapy. Considering the temporal relationship and the lack of alternative explanation, a causal relationship between these events and essure cannot be excluded. Unintended pregnancies have been reported in women with essure micro-inserts in place. In this case, pregnancy occurred years after essure insertion, even after tubal occlusion was achieved. Therefore, a device ineffective was considered and pregnancy was regarded as related to essure. Miscarriage is the most common complication of early pregnancy, mostly due to a high number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities. In this case, miscarriage occurred at eight weeks of pregnancy. Given the pathophysiology of the event and considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, this event was assessed as unrelated to the insert. This case was regarded as incident, as a surgical intervention was required. Additionally, non serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / migration of essure device-pierced left side of uterus') and abortion spontaneous ('miscarriage when she was approximately eight (8) weeks pregnant') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 ((B)(6) 1991, (B)(6) 1994, (B)(6) 1998 and (B)(6) 2011), constipation, renal disease (pyelonephritis with pregnancies), chickenpox, cesarean section, shellfish allergy, vaginal irritation, endometritis, urinary tract infection, recurrent abortion, asthma, multiple allergies, endometriosis, adenomyosis and vitamin d increased. Previously administered products included for birth control: depo-provera from 2009 to 2010, ortho evra and mirena iud in 2008. Concurrent conditions included overweight, insomnia, migraine, menstrual cramp, vaginal bleeding and menorrhagia. Family history included diabetes mellitus (father, brother, mgm), hypertension (mother and mgm), sickle cell disease (mgm) and psychological disorder nos (mgm). Concomitant products included topiramate from 2014 to 2018 and zolpidem tartrate (ambien) from 2014 to 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)- 5-6 days per month and severe"), back pain ("back pain / back pain- constant and moderate") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain") and experienced abdominal distension ("bloat"). In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)-every event and severe"). In (B)(6) 2013, the patient experienced migraine ("severe migraines"). In (B)(6) 2013, the patient experienced depression ("depression"). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnant"). On (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant), 3 years 3 months after insertion of essure. On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), weight fluctuation ("weight fluctuations"), headache ("headaches"), abdominal pain lower ("cramp") and device expulsion ("migration of device"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, back pain, depression, fatigue and weight increased was resolving, the abortion spontaneous, pregnancy with contraceptive device, weight fluctuation, migraine, headache, vaginal haemorrhage and device expulsion outcome was unknown, the genital haemorrhage, dyspareunia, menorrhagia, vaginal discharge, abdominal distension and abdominal pain lower had resolved and the dysmenorrhoea had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain lower, abortion spontaneous, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pregnancy with contraceptive device, uterine perforation, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted for removal date : 08oct2014, hysterectomy with bilateral salpingectomy diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram: in (B)(6) 2011: results: total bilateral occlusion; on (B)(6) 2012: total bilateral occlusion. Pregnancy test: on (B)(6) 2008: results: positive.. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Lab data added. Events migration of device, cramping added. Outcome of event : heavy bleeding, vaginal discharge, bloat, pain during intercourse, weight gain, depression, fatigue updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / migration of essure device-pierced left side of uterus') and abortion spontaneous ('miscarriage when she was approximately eight (8) weeks pregnant') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (B)(6) 1991, (B)(6) 1994, (B)(6) 1998 and (B)(6) 2011. Constipation, renal disease (pyelonephritis with pregnancies), chickenpox, cesarean section, shellfish allergy, vaginal irritation, endometritis, urinary tract infection, recurrent abortion, asthma, multiple allergies, endometriosis, adenomyosis and vitamin d increased. Previously administered products included for birth control: depo-provera from 2009 to 2010, ortho evra and mirena iud in 2008. Concurrent conditions included overweight, insomnia, migraine, menstrual cramp, vaginal bleeding and menorrhagia. Family history included diabetes mellitus (father, brother, mgm), hypertension (mother and mgm), sickle cell disease (mgm) and psychological disorder nos (mgm). Concomitant products included topiramate from 2014 to 2018 and zolpidem tartrate (ambien) from 2014 to 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)- 5-6 days per month and severe"), back pain ("back pain / back pain- constant and moderate") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain") and experienced abdominal distension ("bloat"). In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)-every event and severe"). In (B)(6) 2013, the patient experienced migraine ("severe migraines"). In (B)(6) 2013, the patient experienced depression ("depression"). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnant"). On (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant), 3 years 3 months after insertion of essure. On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), weight fluctuation ("weight fluctuations"), headache ("headaches"), abdominal pain lower ("cramp") and device expulsion ("migration of device"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, back pain, depression, fatigue and weight increased was resolving, the abortion spontaneous, pregnancy with contraceptive device, weight fluctuation, migraine, headache, vaginal haemorrhage and device expulsion outcome was unknown, the genital haemorrhage, dyspareunia, menorrhagia, vaginal discharge, abdominal distension and abdominal pain lower had resolved and the dysmenorrhoea had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain lower, abortion spontaneous, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pregnancy with contraceptive device, uterine perforation, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted for removal date : 08oct2014, hysterectomy with bilateral salpingectomy . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram in (B)(6) 2011: results: total bilateral occlusion; on (B)(6) 2012: total bilateral occlusion. Pregnancy test on (B)(6) 2008: results: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / migration of essure device-pierced left side of uterus') and abortion spontaneous ('miscarriage when she was approximately eight (8) weeks pregnant') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (B)(6) 1991, (B)(6) 1994, (B)(6) 1998 and (B)(6) 2011), constipation, renal disease (pyelonephritis with pregnancies), chickenpox, cesarean section, shellfish allergy, vaginal irritation, endometritis, urinary tract infection, recurrent abortion, asthma, multiple allergies, endometriosis, adenomyosis, vitamin d increased, vaginitis, vulvovaginitis, hypertrophic scar, dysfunctional uterine bleeding, urinary urgency, nabothian cyst and ovarian cyst. Previously administered products included for birth control: depo-provera from 2009 to 2010, ortho evra and mirena iud in 2008. Concurrent conditions included overweight, insomnia, migraine, menstrual cramp, vaginal bleeding and menorrhagia. Family history included diabetes mellitus (father, brother, mgm), hypertension (mother and mgm), sickle cell disease (mgm) and psychological disorder nos (mgm). Concomitant products included topiramate from 2014 to 2018 and zolpidem tartrate (ambien) from 2014 to 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)- 5-6 days per month and severe"), back pain ("back pain / back pain- constant and moderate") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain") and experienced abdominal distension ("bloat"). In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)-every event and severe"). In (B)(6) 2013, the patient experienced migraine ("severe migraines"). In (B)(6) 2013, the patient experienced depression ("depression"). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnant"). On (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant), 3 years 3 months after insertion of essure. On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), weight fluctuation ("weight fluctuations"), headache ("headaches"), abdominal pain lower ("cramp"), device expulsion ("migration of device") and endometritis ("endometritis"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, back pain, depression, fatigue and weight increased was resolving, the abortion spontaneous, pregnancy with contraceptive device, weight fluctuation, migraine, headache, vaginal haemorrhage, device expulsion and endometritis outcome was unknown, the genital haemorrhage, dyspareunia, menorrhagia, vaginal discharge, abdominal distension and abdominal pain lower had resolved and the dysmenorrhoea had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain lower, abortion spontaneous, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, endometritis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pregnancy with contraceptive device, uterine perforation, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted for removal date : (B)(6) 2014, hysterectomy with bilateral salpingectomy. 5 coils seen on right & left after placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: total bilateral occlusion; on (B)(6) 2012: total bilateral occlusion successful obstruction of the fallopian tubes bilaterally. Pregnancy test - on (B)(6) -2008: results: positive.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pelvic pain, dysmenorrhea, low back pain, migraines, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: medical record received event " endometritis" was added. Reporter information and medical history wee added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / migration of essure device-pierced left side of uterus"), pregnancy with contraceptive device ("pregnant"), abortion spontaneous ("miscarriage when she was approximately eight (8) weeks pregnant") and genital haemorrhage ("heavy bleeding") in a (B)(6) year-old female patient (gravida 8, para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 4 ((B)(6) 1991, (B)(6) 1994, (B)(6) 1998 and (B)(6) 2011), constipation, renal disease (pyelonephritis with pregnancies), chickenpox, cesarean section, shellfish allergy, vaginal irritation, endometritis, urinary tract infection, recurrent abortion, asthma, multiple allergies, endometriosis, adenomyosis and vitamin d increased. Previously administered products included for birth control: depo-provera from 2009 to 2010, ortho evra on (B)(6) 2009 and mirena iud in 2008. Concurrent conditions included overweight and insomnia. Family history included diabetes mellitus (father, brother, mgm), hypertension (mother and mgm), sickle cell disease (mgm) and psychological disorder nos (mgm). Concomitant products included topiramate from 2014 to 2018 and zolpidem tartrate (ambien) from 2014 to 2018. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2012, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)-every event and severe"), weight increased ("weight gain"), vaginal discharge ("vaginal discharge") and abdominal distension ("bloat"). In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2014, 3 years 4 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)- 5-6 days per month and severe"), back pain ("back pain / back pain- constant and moderate"), depression ("depression"), weight fluctuation ("weight fluctuations"), migraine ("severe migraines") and headache ("headaches"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, back pain, dyspareunia, vaginal discharge and abdominal distension was resolving, the pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, depression, fatigue, weight fluctuation, migraine, headache, vaginal haemorrhage, menorrhagia and weight increased outcome was unknown and the dysmenorrhoea had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pregnancy with contraceptive device, uterine perforation, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Pregnancy test - on (B)(6) 2008: positive. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 14-feb-2018: pfs+mr received- reporter added, historical and concomitant condition added, events added as follows:- uterine perforation,pelvic pain, headaches, vaginal haemorrhage, menorrhagia,weight increased, vaginal discharge, abdominal distension.essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up received on 14-nov-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female plaintiff of unspecified age who, shortly after had essure (fallopian tube occlusion insert) inserted, experienced abdominal pain and heavy bleeding. Approximately two years later, plaintiff learned she was pregnant and she suffered a miscarriage when she was approximately (B)(6) pregnant. After the miscarriage, she underwent a hysterectomy with essure removal. All events are anticipated, except for miscarriage, which is unanticipated in reference safety information for essure. Pelvic pain and abnormal bleeding / menses pattern changes may occur during essure therapy. Considering the temporal relationship and the lack of alternative explanation, a causal relationship between these events and essure cannot be excluded. Unintended pregnancies have been reported in women with essure micro-inserts in place. In this case, pregnancy occurred years after essure insertion, even after tubal occlusion was achieved. Therefore, a device ineffective was considered and pregnancy was regarded as related to essure. Miscarriage is the most common complication of early pregnancy, mostly due to a high number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities. In this case, miscarriage occurred at eight weeks of pregnancy. Given the pathophysiology of the event and considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, this event was assessed as unrelated to the insert. This case was regarded as incident, as a surgical intervention was required. Additionally, non serious events were reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.